Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the lifevest garment clasps were irritating a pre-existing surgical incision on the patient's chest. The patient's surgeon recommended that the patient place gauze over the incision. The patient's irritation improved.